Event description:
A nurse reported that a pt was diagnosed with peritonitis due to touch contamination on (B)(6) 2014. The bacteria were from the staphylococcal family and an unk dose and route of vancomycin and cipro was prescribed. The pt's date of birth, weight, and age are unk. The sample was discarded and is not available for return. The lot numbers are unk. As of (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issues and continues to be treated for peritonitis with antibiotic therapy.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested med records and investigations are pending. A supplemental report will be submitted upon completion of the plant's investigation.